Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. See scanned pages.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient received a pump exchange to a total artificial heart due to a chronic driveline infection.